Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, an led segment was found not to illuminate. Internal inspection indicated an instrument board led segment in component d5 has failed, resulting in display segment being blank. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues related to this reported event.

Event description:
The customer reported that there was a missing led in spo2 window-far right top corner. Per the customer, this could cause the wrong value to be interpreted. No consequences or impact to patient was reported.